Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a foot pain. It was noted also that patient pain when stimulation was on and off. The patient underwent an early lead pull. The explanted product will not be returned per facility policy.